Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the patient experienced a feeling of pain recurrence due to a recharger malfunction. The recharger overheated and smoke occurred from the cable. As the recharger could not be operated, it was determined that the therapy could not be continued. The implantable neurostimulator (ins) system was scheduled to be explanted in the third week of (B)(6). Another reason for the ins system explant was the risk that the ins would be exposed due to vertebra degenerative disease and weight loss. No x-ray images were available. No telemetry data was available as no follow-up check was conducted. It was unknown if any external factors contributed to the event. It was unknown if any diagnostics or troubleshooting was performed. The issue was not resolved at the time of this report. The rep reported a week later that the device was replaced. The rep planned to report additional information on 10/31/2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, product type: recharger. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that some plastic adhesive tape covered the pin connector of the recharger that the patient was using and it was considered the cause of the smoke. Two images showed damage to the desktop charger connector of the recharger and the desktop charger tip.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Please note the additional system components related to this event (as captured above) have been updated at this time. Additionally, (B)(4) no longer applies to this report. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed the patient¿s ins system was explanted and had not been replaced at the time of follow-up. The patient¿s recharger ¿cable emitted smoke¿ and there was ¿no patient harm reported¿ in relation to the issue. No further problems were reported; the issue was considered resolved for the patient.

Manufacturer narrative:
Device evaluation: analysis of extension (B)(4) found the #1 and 2 conductor wires were broken 1 cm from the distal end. Analysis of lead (B)(4) found the lead¿s proximal connector end was not completely seated in the extension. Analysis of lead (B)(4) found the lead¿s proximal connector end was not completely seated in the extension. Analysis of recharger (B)(4) found the recharge board had damaged/bent female connector pins. Analysis of recharger (B)(4) found no anomalies. Analysis of desktop charger (B)(4) found the cable assembly had broken connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note the manufacturer information captured in section has been updated at this time.

Event description:
Additional information noted there was ¿both heat generation from the recharger and smoke generation from the cable¿ reported.

Manufacturer narrative:
Device evaluation: analysis of desktop charger (B)(4) found the cable assembly had broken connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.